Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ nipple sensation increase/decrease-ndr: unable to observe. As per the investigation procedure, creases, particles, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side non-device related severe loss of nipple sensation. Healthcare professional later reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side non-device related severe loss of nipple sensation. Healthcare professional later reported left side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.